Event description:
It was reported that during a ptca/stenting treatment procedure, crossing difficulties were encountered and the express2 12mm x 2.5mm stent dislodged. The lesion in the rca was predilated twice. The physician attempted unsuccessfully to cross the lesion with an express2 16mm x 2.5mm stent. This stent/delivery device was removed without incident. An attempt was made to cross with a medtronic s660 stent, but this was also unsuccessful. This stent was deployed in the mid-proximal segment as physician was unable to retract the stent back into the guide catheter. The physician was then unable to cross the s660 stent with the express2 16mm x 2.5mm and this stent was then deployed proximal to the s660 with some overlap. The physician then tried to cross with an express2 12mm x 2.5mm, but the stent caught on the proximal edge of the deployed express2 16mm x 2.5mm stent. During manipulation to remove this stent, the stent dislodged. The stent was left undeployed in the proximal rca. There was noted to be partially improved angiographic appearance and timi 3 flow in the rca following attempted revascularization. The pt was taken for coronary bypass grafting due to the inability to revascularize the complex mid-rca lesion. The physician believes the stent embolized in the proximal rca due to severe tortuosity. Pt status is unk.